Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(6).

Event description:
It was reported that surgeon found one of the f.a.s.t guides was not set up on the dvr standard short right when he used it for operation. Seven f.a.s.t guides should have been installed on the dvr implant but there were only six guides on the implant. The guide was missing on second position from proximal ulnar side on the implant. He installed one of the six guides in the position by his hand to complete the procedure. No adverse event occurred.